Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 200 mg/dl and it was addressed with the pump. At the time of the report, the customer's bg level was 168 mg/dl. During troubleshooting with tandem's technical support, it was noted that the customer had not tightened the luer lock connection. Reportedly, the customer wanted to change the supplies.